Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that they were having to replace the battery frequently, about every 2 weeks or so, and that they were using energizer alkaline batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a single call service alarm event was observed in the history only. There were no power alarms duplicated during investigation. The current readings were withinspecifications. The battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and removed from the case to inspect the power circuit and no further defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.